Manufacturer narrative:
The insulin pump received with prime alarms during prime test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed prime alarm. Customer's father reported the event. The customer's blood glucose reading is 500 mg//dl. Treating high blood glucose with manual injections. The drive support cap is protruded. Advised customer to discontinue the use of the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.